Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had unstable and high thresholds, intermittent capture, high pacing impedance and noise. It was also noted that the patient coded sometime in the past, and had compressions performed on them, which caused the ra lead to dislodge. The patient chose not to have the lead repositioned until a generator change. The lead was capped and replaced. As well, the patient's right ventricular (rv) lead exhibited high rv thresholds both pre and post ra lead replacement. The patient's left ventricular (lv) lead exhibited high lv thresholds. Both the rv and lv leads are still in use. No patient complications have been reported as a result of this event.